Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition and undersensing. The lead was surgically abandoned. No additional adverse patient effects were reported.